Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on 16 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-sep-2025. Investigation summary: bd received 2 photos and 16 samples for investigation. The two customer photos show example devices but do not display the reported defect. A total of 16 returned samples were visually inspected for sleeve defects and all passed testing with no evidence of defects to the sleeve. Additionally, 10 of the returned samples were randomly selected for functional tests, and all passed with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Furthermore, 10 retained samples were subjected to functional tests, and all passed with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on 16 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.